Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. Approx 3cm of the covering locating proximal to the 25 cm mark of the wire guide was stripped and pulled back on the wire. The frayed coating was returned with the wire guide. The coating was not spiraled but did exhibit signs of stretching where break occurred. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook fusion pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook fusion pre-loaded with acrobat wire guide sphincterotome was used. While attempting to withdraw an extraction balloon, the wire guide coating frayed just proximal to the 25 cm marker. Another wire guide was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experienced any adverse effects due to this occurrence.